Event description:
The customer's guardian reported via phone call that they received a button error alarm. The customer's blood glucose was 558 mg/dl. Customer's guardian reported treating the customer's blood glucose with 7 units of insulin. The customer also reported experiencing ketones from their blood glucose. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the prime, excessive no delivery and displacement tests. The insulin pump was received with minor scratched lcd window, cracked case near display window corners and cracked reservoir tube lip. No unexpected excessive no delivery alarm was noted.